Event description:
It was reported that the catheter was being placed in pre-op into the pt's neck for an interscalene block. Upon removing the stylet from the catheter, the proximal portion of the catheter began to unravel. As a result, the catheter was removed intact and exchanged for the pt. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received on (B)(4) 2011 from the sales rep confirmed that the catheter was placed in the neck for an interscalene block.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.